Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle entering into the air/water channel and caused clogging. It was not possible to further presume the cause of the foreign material entering into the channel since detailed information on handling of the device was unable to be obtained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a cloudy image issue while using the evis lucera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign objects in the nozzle, additional findings were as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the bending section cover had a white-clouded area and was cracked, the protector of the universal cord on the control section side had a scratch, switch button three (3) had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow-up, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.